Event description:
It was reported that cadd medication cassette reservoirs -unable to prime the set. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-03145. The report was submitted in error.